Event description:
Five instances (5/94 - 12/94) of small areas appearing as pressure sores or burns beneath nondisposable pulse oximeter probes. Policy was to change site every 3 hours, documented as such in 3 of 5 cases. No ongoing injuries. In 2 of above cases, oxygen requirement, as measured by pulse oximetry, fell following change back to disposable probe. (*)